Manufacturer narrative:
Continuation of d10: product ID: enveor-n; product lot/serial number: (B)(6); product type: delivery catheter system; product ID: ls-mdt2-2629; product lot/serial number: (B)(6); product type: compression loading system; h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be documented in the report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) resheathed the valve one time for repositioning. Also, an electrocardiogram (ECG) noted complete heart block (chb). Temporary pacing was initiated. Following the procedure the patient was transferred to the intensive care cardiac unit (iccu) with the temporary pacing as result of the chb. An aortography noted unspecified trace aortic regurgitation and an ECG noted first degree atrio-ventricular (av) block; no treatment was provided for these. Hospitalization was prolonged as result of chb. The patient was discharged to home 5 days following the valve implant with resolution of the chb. Sixteen days following valve implant, the patient underwent interrogation; it was determined a permanent pacemaker was not needed. No additional adverse patient effects were reported. The event was reported as causal to the valve and the procedure.